Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the caller was in pre-op, as patient was having a normal ins replacement. The patient indicated they have been receiving therapy and haven't had any falls or trauma but upon checking impedances, c-0 was over 4k, all other case pairs were 1800-2900 ohms and all bipolar pairs were over 4k ohms even after the caller ran impedances with increased amplitude and pulse width. The caller stated that the patient was programmed on 1- 2+ at 0.8v and the caller was able to increase amplitude to 1.3v where patient was feeling it comfortably. Technical services had the caller run impedances at 2.0v/360 pw and all case pairs were under 4k ohms but bipolar pairs were still greater than 4k. Technical services heard in the background of the call that the patient could feel the impedance test running. Technical services had caller run impedances at 3.5v/60 pw and all case and bipolar pairs were over 4k. The issue was not resolved through troubleshooting. The caller was redirected to check impedances with the new ins implanted and see if impedances resolve. Technical services  reviewed even if impedances don't resolve, if the patient is getting therapy, they may choose to leave the lead as is but the hcp may not feel comfortable leaving lead implanted with impedance issues. Technical services suggested motor testing intra-op with new ins implanted to see if they are receiving appropriate response. Technical services also suggested they could test lead-only impedances intra-op but they would need trialing product. Technical services reviewed another option of replacing lead and ins altogether. The rep later reported that after the new battery was attached, impedance was normal on all except electrode 2. They noted that only the battery was replaced, not the lead. Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the cause of the high impedances pre-op was not determined and possible contributing factors were unknown and the first ins had been discarded. Regarding the new battery that was attached for clarification of the statement "impedance was normal on all except electrode 2", the rep wrote that there had been an impedance greater than 4000 ohms. However, the patient was able to establish effective therapy with the new ins attached. The diagnostics/troubleshooting that had been done were that the amplitude was increased to 3.0 and the pulse width was changed to 330. The cause of the abnormal impedances on electrode 2 were not determined. No further steps were going to be taken as the patient was getting effective therapy and the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# v969909 implanted: (B)(6) 2013 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, lot #: v969909, ubd: 19-mar-2016. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.